Event description:
The lead was repositioned due to low sensing and high capture thresholds. During reposition, a setscrew anomaly was observed. It was not possible to insert the stylet in the lead. The decision was made not to replace the lead. The lead remains implanted.

Event description:
New information stated that t-wave oversensing and one inappropriate shock were observed during a follow-up. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
No medwatch form was received.